Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate while using multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.